Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported mixed up images. No pt injury was reported.